Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that her son has had pump error alarms on insulin pump and also had high blood glucose level of 500 mg/dl. Customer was able to complete pump rewind. The customer was assisted with the self test and the test was passed. The product was returned for analysis.